Manufacturer narrative:
The reported event of incorrect measurement was not confirmed. The device was received from the field with battery voltage at end of service (eos) level. Review of the device image indicates auto-capture was enabled consistent with false end of service alert triggered in the field. Electrical tests performed, after replacing the original battery, indicated normal functionality. Further evaluation at various pulse amplitudes indicated normal voltage and current measurement. Longevity assessment was performed based on average drain current and the device exceeded projected longevity indicating normal battery depletion.

Event description:
It was reported that a discrepancy in the longevity was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.